Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. Error history log review found a check plunger sensor error. The root cause of the reported issue was found to be one of the flippers was sticking up intermittently. Actions were taken to mitigate the reported issue: replaced left plunger case.

Event description:
It was reported that the pump had a plunger sensor error. No patient injury was reported.